Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient reported that on (B)(6) 2024, they experienced inaccurate cgm values 8 days after the sensor had been inserted in the arm. On the night of (B)(6)2024, the patient was at home doing normal activities. The cgm reading was 200 mg/dl, so he self-treated with 10 to 20 units of long acting insulin before going to sleep. When he woke up in the morning of (B)(6) 2024, he was feeling fatigued, confused and little headache which lead him to take a bg reading which was 500 mg/dl while the cgm reading was between 250 to 260 mg/dl. The patient called the doctor and was advised to go to the hospital. His wife drove him to the hospital, and there they took a bg reading which was 577 mg/dl and the cgm reading was 286 mg/dl. The nurse removed the sensor and the patient was diagnosed with a ketoacidosis stage. The patient was treated with insulin and intravenous (IV) fluids. The patient was discharged after 3 days. By the time the patient was discharged the bg reading was 200 mg/dl. At the time of the report the patient was feeling good. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.